Manufacturer narrative:
The customer complaint of a device in back-up mode was confirmed. As received, the device was in backup mode with the battery at elective replacement indicator (eri) level. Analysis of device image indicated that backup was triggered due to a non-maskable interrupt (nmi) firmware error code. Analysis performed after reloading product code revealed no anomalies with the device. The backup condition could not be reproduced and the cause of nmi could not be determined. Additionally, a longevity assessment was performed based on average current drain. The device¿s implanted duration exceeded projected longevity and was considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. Technical support was contacted to restore the device, however, the physician decided to explant and replace the device due to the patient's clinical needs. The patient was in stable condition following the procedure.